Manufacturer narrative:
A ge representative evaluated the system and repaired it. No further details are available.

Event description:
Customer reported, the system locked up and had to be unplugged from the wall. No patient injury was reported.